Manufacturer narrative:
The pump passed the displacement test, rewind test, basic occlusion test, and prime/compromised force sensor system test. The pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a cracked belt clip slot. (B)(4)

Event description:
The customer reported via phone call that the pump alarmed motor error. Customer's blood glucose was 191 mg/dl at the time of the incident. Customer received the alarm during a basal delivery. Customer was assisted with clearing the alarm. Customer was disconnected from the pump and does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer mentioned that he gave himself a bolus and about 15 minutes later, the pump was alarming. Customer stated that after clearing the motor error alarm, he had a motor position encoder error alarm. Customer stated that the pump then reset and rewound. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that he does not have anything to treat with and will be sent an insulin pump.